Event description:
Baxter received a report from a facility involving an automix 3+3/as compounder. According to the facility, the device is overpumping. The unit is being swapped. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k961008.

Manufacturer narrative:
(B)(4). The sample was received but inadvertently discarded before evaluation could be performed. The reported condition of "device is over pumping" was unable to be confirmed as the device was not evaluated. If additional relevant information becomes available, a follow-up report will be submitted. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.